Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of "hi" and 151 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of his test strips, so no product will be returned. The meter was replaced at the customer's insistence.